Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not determined without sufficient clinical details regarding how hemolysis was resolved during the case and data log review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the primary UDI number has been updated. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
It was reported that the urine cleared on lower p level.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 80-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient developed pink/red-tinged urine and some hemolysis markers were elevated. The impella performance level was reduced from p9 to p7 as suggested afterload reduction. The patient was heading to the lab for imaging and pci. Other contributing factors included high afterload. The patient remained on support. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, elevated afterload and hemodynamic instability.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow up report is being submitted to document additional information received.d6b has been updated to include the explant date. The patient survived the explant.